Event description:
It was reported that the patient was experiencing difficulty charging the ipg as it would no longer hold a charge and took hours to reach full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.